Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of first photograph showed the product wet with the product label. The second picture shows the product clamped in the mechanical device. The reported condition was verified. The most likely cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after use with three units of u9000 ultrafilters, external fluid leakages were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.